Event description:
It was reported to philips by a customer that the unit had a ¿1007¿ error code (pressure error autozero) on the screen. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The customer (hospital) has put into operation a new oxygen station and has not dried oxygen tubes well after the installation of the new oxygen station. Some liquid got into v60, that¿s why the da board became defective. The customer was advised to replace the da board and carry out tests according to service manual. Further information is pending.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The customer declined the quote provided. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.